Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received button error, failed battery, rewind anomaly. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump was frequently non responsive to button pushes. The customer the customer reported that the motor sounds very strained and frequently ¿lurches during the rewind¿. It was reported that there were a few cracks around the screen bezel as well as around the reservoir receptacle¿s threads and the screen had cloudiness, and rainbow effect. It was reported that they had received failed battery. The insulin pump will not be returned for analysis.